Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer was using a new rubella reagent lot and had also tried to calibrate with the 2 point calibrators. The abbott customer technical advocate asked the customer to use the buffer instead of the cal a. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.